Event description:
It was reported via repair work order that the head section was drifting down due to a malfunctioning gas cylinder. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.